Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that symptoms are still the same. Customer have been having these symptoms for weeks now. Customer went to the doctor on 3/19/2019 and they have been running tests, but they have not been able to find out what the issue is. Manufacturer tried to make contact customer (several attempts) in a follow-up call to ensure that the meter is working as intended - unable to establish contact at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results accompanied by symptoms. The customer is concerned with tests results from results obtained of 109 and 137mg/dl. The expected fasting blood glucose test result range is 100mg/dl. The customer did report symptoms of feeling dizzy and lightheaded. Medical attention is not reported as a result of symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/29/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6).